Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments grip cables were broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. The cable broke under tensile loading. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a broken wire was observed on the large suturecut needle driver instrument. The instrument was also unstable. No missing or fallen pieces were reported.